Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting 113 (reduced water temperature control). Water temperature (wt) was not going above 29c. Patient temperature (pt) was 34.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29c, flow rate (fr) was 2.9l/m, circulation pump command (cpc) was 71 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5. Confirmed nurse filled reservoir when starting therapy. Had nurse drain 500ml from device. Water temperature started rising. Water temperature (wt) was at 35 and increasing when call ended. Suggested rn call back with any questions. Second call same day. Nurse stated that they were receiving an alarm 113 (reduced water temperature control). Confirmed targeted temperature (tt) was 97.5f, patient temperature (pt) was 98.9f, water temperature (wt) was 89.4c, and water flow rate (wfr) was 2.4 l/min. Walked nurse through accessing system diagnostics showed that the outlet monitor temperature (t1) was 89.4f, outlet control temperature (t2) was 89.4f, inlet temperature (t3) was 89.4f, chiller temperature (t4) was89.8f, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, system hours were 2,244, and pump hours were 75. Informed nurse the chiller was not cooling the water, they would need to swap to a new device and send this one to biomed labelled not cooling. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was overfill. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. "Approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting 113 (reduced water temperature control). Water temperature (wt) was not going above 29c. Patient temperature (pt) was 34.5c, targeted temperature (tt) was 37c, water temperature (wt) was 29c, flow rate (fr) was 2.9l/m, circulation pump command (cpc) was 71 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5. Confirmed nurse filled reservoir when starting therapy. Had nurse drain 500ml from device. Water temperature started rising. Water temperature (wt) was at 35 and increasing when call ended. Suggested rn call back with any questions. Second call same day. Nurse stated that they were receiving an alarm 113 (reduced water temperature control). Confirmed targeted temperature (tt) was 97.5f, patient temperature (pt) was 98.9f, water temperature (wt) was 89.4c, and water flow rate (wfr) was 2.4 l/min. Walked nurse through accessing system diagnostics showed that the outlet monitor temperature (t1) was 89.4f, outlet control temperature (t2) was 89.4f, inlet temperature (t3) was 89.4f, chiller temperature (t4) was89.8f, circulation pump command (cpc) was 68 percentage, mixing pump command (mpc) was 100 percentage, system hours were 2,244, and pump hours were 75. Informed nurse the chiller was not cooling the water, they would need to swap to a new device and send this one to biomed labelled not cooling. Encouraged nurse to call back with any issues.